Event description:
It was reported that the pump battery would not charge, leading to a power source alert 07. There was no reported adverse impact to the customer's blood glucose level. The caller attempted several troubleshooting steps, including using a different wall adapter and charging cable. Ultimately, plugging the charging cable into a wall adapter resolved the issue, and the pump began charging, requiring no further assistance.